Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Visual examination of the returned device revealed no defects or anomalies. Functional inspection of the returned et tube revealed a hole in both the tracheal and bronchial balloon cuff which prevented the cuffs from being able to stay inflated. A review of the manufacturing process confirmed that all et tubes undergo 100% inspection for inflation and deflation, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU states, "care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." Based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage prior to using on patient. Change new one."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: " (B)(6) 2024, the doctor found cuff leakage prior to using on patient. Change new one."